Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during post-implant interrogation. Engineering analysis confirmed the code 1003 was triggered due to cold weather. There were no other concerning codes or resets. It was determined the pacemaker is operating normally and was cleared for implant. No adverse patient effects were reported. This product remains in service.

Event description:
It was reported that this pacemaker recorded a code 1003, which is indicative of battery voltage too low for the projected remaining capacity, during post-implant interrogation. Engineering analysis confirmed the code 1003 was triggered due to cold weather. There were no other concerning codes or resets. It was determined the pacemaker is operating normally and was cleared for implant. No adverse patient effects were reported. This product remains in service.

Manufacturer narrative:
An evaluation of device data was performed. Review of the device memory confirmed a low voltage alert, code 1003, was recorded and the device recorded low temperature readings prior to setting the low voltage alert. If this model device is stored in environments where temperatures can drop below the recommended storage temperature, battery voltage readings that are low enough to set a low voltage alert may result. This appears to be the case with this device. The battery did recover after the device was removed from the cold.